Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had lost his battery cap down a drain when he was attempting to change the battery on (B)(6) 2015. Customer was advised the battery cap would arrive on (B)(6) 2015. Customer was informed by his primary care provider to get a backup plan. Customer's doctor didn't want to give the customer a new rx, so his doctor informed him to go to urgent care daily to receive his manual injection. Customer went to urgent care from (B)(6) 2015 through (B)(6) 2015. Customer didn't recall his blood glucose level for each visit. Customer is not returning the device for analysis.